Event description:
Reportedly the procedure was a cystectomy. During the procedure the needle tip was noticed broken after passing through tissue. The broken piece of needle was not retrieved. No additional information was available.

Manufacturer narrative:
Investigated at this time. Additional information will follow in a supplemental report.